Event description:
Doug states the crossbrace on the 6650 rails he has is broken. The part that the rail goes into broke off. Referred to dealer for new rails. Advised doug replacement parts no longer available on 6650 rails.